Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the pulse generator was unable to be interrogated and displayed an error message. Using another programmer did not resolve the issue. The device was not used.

Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis found a capacitor anomaly which resulted in high current drain. The damage found likely resulted in the reported interrogation issue and error message.